Event description:
It was reported that a patient was unable to press the inflatable penile prosthesis pump. A revision surgery was performed, during which the physician confirmed that the device was difficult to pump, resulting in the inability to inflate the device. The pump was replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was unable to press the inflatable penile prosthesis ipp pump. A revision surgery was performed, during which the physician confirmed that the device was difficult to pump, resulting in the inability to inflate the device. The pump was replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed both cylinders passed the inspection. No damage or abnormalities were found. Both cylinders passed the leakage test. Microscope inspection of the ms pump revealed that the kink resistant tubing (krt) was worn to the filament, not passing the test. Leakage testing of the ms pump passed. Functional testing did not pass. The ms pump did not pass activation tests 2 and 3. Based on the information available and analysis results, the allegations of mechanical issue and the inflation issue were confirmed. Therefore, it can be concluded that the ms pump failure of activation tests 2 and 3 was the most probable cause. A conclusion code of cause traced to component failure was assigned to this investigation.